Manufacturer narrative:
According to the field, the crt-d will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general device replacement procedure, when the physician was removing this cardiac resynchronization therapy defibrillator (crt-d) oversensing of noise causing pacing inhibition of two seconds was observed. Pocket stimulation was also observed. The crt-d was removed and replaced. All the leads were tested with a pacing system analyzer and found to be operating appropriately. Once connected to the new crt-d, no issues were observed. No additional adverse patient effects were reported.